Event description:
Olympus was informed of the customer's event via mw5107777. The customer reported, during an unknown procedure, the distal attachment attached to the endoscope was seen in the patient's stomach. It was retrieved with a roth net. The distal attachment was inspected prior to use and no issues were found. The distal attachment was inspected after removal from the patient and found to be cut in half. A request for additional information is in progress. Update: this event includes 2 complaints: (B)(6)- distal cap. (B)(6)- unknown egd scope. This report is 2 of 2 for: (B)(6)- unknown egd scope.

Event description:
This supplemental report is being submitted to provide additional information from the customer. The following fields were updated: a2, a3, a4: 85.8, a6, b5, d1, d2, and d4. Additional information received from the customer: the procedure being performed was a therapeutic esophagogastroduodenoscopy to remove a food bolus. The intended procedure was completed however it is unknown if it was completed using the same device or a similar device. The customer reported no known procedural delay. The customer is unaware of any post-operative patient issues due to this malfunction. There was not any change in the patient's post-operative treatment course due to this issue.